Event description:
It was reported that prior to a breast biopsy procedure, an error message about the green cable was received. It was noticed the attachment was broken inside the control module. The white piece on the green cable was cut. It was not reported how the procedure was completed. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
Date sent: 09/18/2008. Eval summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adapter. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.